Event description:
The customer reported that during usage, the system was restarting itself. No pt injury was reported.

Manufacturer narrative:
No conclusive can be drawn as the customer cancelled the service call.